Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the auxiliary water channel was clogged with foreign material. The material was identified as the broken tip of an auxiliary water tube. It is likely excessive stress was applied to the auxiliary water tube connection, which caused the tip to break, and led to the event occurrence. The cause of excessive stress to the connection of the tube is unknown. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in describe event or problem, evaluation found the bending section adhesive was damaged/deteriorated, the light guide lens was chipped, and the universal cord was damaged/deformed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported there was an auxiliary water supply issue with the evis exera iii colonovideoscope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the auxiliary water channel was clogged. The report is being submitted due to the clogged channel found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
Additional information received from the customer reported the water supply issue occurred after a diagnostic colonoscopy procedure. The washing tube tip broke in the endoscope.